Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported after losing weight the ipg had twisting making charging difficult. Surgical intervention may be pending.

Manufacturer narrative:
A patient's ipg had twisted/ migrated making charging difficult was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.